Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thoracic aortic ulcer. The patient had a previously implanted 10mm 100mm non-mdt stent in the right iliac and a non mdt 10mm 140mm bare iliac artery stent in the left iliac artery. It was noted that the diameter of the aorta at the posterior edge of the left subclavian was 32mm. It was reported that the surgeon's surgical plan was to place the vamf3636c200te thoracic aortic stent graft at the posterior edge of the left subclavian artery, but when the vamf3636c200te-thoracic aortic stent delivery system was first delivered through the right side, the 10mm diameter stent could not pass through, and the delivery system was withdrawn. Then the surgeon used a 12mm 60mm non-compliant balloon to expand the existing stent through the right side approach, and tried to deliver the valiant captivia again, but it still could not pass through. Then the surgeon tried to insert the valiant captivia through the left approach, but was unable to pass the bare stent at the left iliac artery. Finally, the surgeon withdrew the valiant captivia and replaced it with a thoracic aortic stent from another manufacturer to complete the surgery. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion :a series of six (6) images were received. Images of the shelf carton and pouch label confirmed the device identification. There was no damage evident to the device based on the images received. The reported positioning difficulties were confirmed through image review as the stent graft was not deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary the reported positioning difficulties/difficulty to insert could not be confirmed from the limited still images available; therefore, the cause of the event could not be determined. Pre-implant cts, which could allow for assessment of the pre-implant anatomy, and procedural angiogram videos showing attempts to advance the device through the vessels were not available for a thorough assessment of the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.